Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of a patient in conjunction with a valiant stent graft system for a thoracic aortic aneurysm. It was reported during the index procedure that the valiant was being implanted distal to a previously implanted stent graft to extend the seal zone in a reintervention procedure. 2 endoanchors were implanted in an ap direction successfully but on implantation of the 3rd endoanchor, it appeared to bounce off the m stent and was partially deployed into the stent graft. It was observed that a portion of the endoanchor broke off and this was successfully snared out. Another endoanchor was deployed and when imaged this appeared to have been implanted outside of the stent graft. After a total of 10 endoanchors had been implanted, a review was performed to ensure no stent graft tear was present after the observation of the stent graft had been deployed outside of the stent graft but there was no tear or leak observed. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the events could not be determined from the films provided. The cause of the reported reduced distal seal zone of the initially implanted valiant could not be determined. Review of a limited angiogram study during the 2015 implant revealed that a single valiant stent graft had been implanted in the patient¿s thoracic. Multiple endoanchors (>10) also were seen having been implanted into the distal 3cm length of the valiant. The distal stent graft position relative to the visceral vessels could not be determined, and no clear endoleak or any other issues were observed from the limited study returned. The returned 2018 pre-intervention images were non-contrast; therefore, no assessment of any potential endoleak could be performed, and the distal stent graft position relative to the visceral vessels also could not be determined. The exact cause of the reported partial endoanchor deployment and fracture also could not be determined from the films. Angiograms during the segments of the intervention were returned. Several non-contrast still images revealed that an additional valiant stent graft had been implanted, extending several cm¿s distal to the previously implanted device. Two (2) endoanchors were initially seen having been deployed, and the guide and likely single mal-deployed anchor were then seen along the patient¿s right side of the distal stent graft. The guide was angulated ~90 deg to the right, and after straightening the guide another image showed what appeared to be an anchor positioned outside the right side of the stent graft, as well as portion of another (or same) anchor positioned near the distal stent graft margin. Cine images during anchor deployment were not seen, and it is unclear if these mal-deployed anchors were implanted in the aorta or floating. Final angiogram during contrast injection revealed no clear endoleak or any other obvious issues. Analysis of the returned films did not reveal any device or anatomical characteristics that could explain the reported event, and lack of CT¿s did not allow for a thorough assessment of the patient¿s anatomy. A device issue cannot be ruled out as a potential cause of the partial endoanchor deployment and fracture. The guide and/or broken anchor is expected to be returned for analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.